Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
(B)(6) 2009: the patient underwent fusion surgery using rhbmp-2/acs and instrumentation (spacer, poly screws, rods and blocker). Patient also underwent c-arm x-ray. No other information was provided.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009 patient underwent procedure of "l4--l5 and l5-s1 laminectomy and l4-l5 and l5-s1 transforaminal interbody instrumented posterolateral fusion. Per medical record a lateral view of the lumbar spine was taken which revealed "noted pedicle screws projected over l4, l5 and s1 but no hardware complications."